Manufacturer narrative:
On april 29, 2022, mentor received additional information regarding the patient's diagnosis and weight. The patient also had skin reaction along with the capsular contracture. Reason for device explant and/or reoperation: capsular contracture and skin reaction. The patient's weight is 135 lbs. Mentor updated the complaint's coding for accuracy. All relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 250cc mentor memorygel breast implant and experienced capsular contracture (baker grade 4) on the left side post-operatively, which was confirmed during a physical. As a result, the patient underwent explantation on (B)(6) 2022.